Event description:
The clinic reported that a laser vision correction patient presented with straie in the left eye five days post treatment. Flap was lifted and smoothed the same day. The uncorrected visual acuity (visual acuity sans correction-vasc) of the patient 3 days later, on (B)(6) 2013, was 20/20 right eye, 20/20 left eye. Rxm -0.25 sphere 20/20 right eye, plano 20/20 left eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.